Event description:
The customer observed imprecise patient results for multiple assays on the alinity I, serial number ai04373, for multiple patients. The samples were repeated with the expected results. The following data was provided: sid assay 1. Result 2. Result units: (B)(6) b12 354.9 127.5 pmol/l, (B)(6) ca125 6.2 11.5 u/ml, (B)(6) ft4 21.19 14.43 pmol/l, (B)(6) ft4 19.58 15.17 pmol/l, (B)(6) ft4 12.7 10.08 pmol/l, (B)(6) ft4 24.34 12.66 pmol/l, (B)(6) ft4 22.22 10.54 pmol/l, (B)(6) ft4 25.1 11.35 pmol/l, (B)(6) ft4 17.88 11.44 pmol/l, (B)(6) ft4 13.67 9.04 pmol/l, (B)(6) ft4 16.81 12.69 pmol/l, (B)(6) ft4 21.05 15.45 pmol/l, (B)(6) ft4 13.19 10.29 pmol/l, (B)(6) ft4 19.68 13.92 pmol/l, (B)(6) ft4 17.58 13.2 pmol/l, (B)(6) ft4 18.55 13.49 pmol/l, (B)(6) ft4 20.75 14.41 pmol/l, (B)(6) tsh 3.6294 6.2483 uiu/ml & (B)(6) tsh 0.5429 0.754 uiu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6).

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, alinity I processing module, serial number (B)(6), and resolved the issue by replacing the pump, bulk solution transfer (a-30111949-01), tubing, trigger reservoir out (a-30110024-02), tubing, trigger altitude valve block out (a-30110186-02), 2500ul pump, bulk solutions (a-35001280-02), valve, manifold, dispense 2 way (a-35002114-03) and valve, bypass, dispense manifold (a-30104239-03) as the parts were worn from use. No additional discrepant result issues have been reported since the service activity was completed. The pump, bulk solution transfer (a-30111949-01), tubing, trigger reservoir out (a-30110024-02), tubing, trigger altitude valve block out (a-30110186-02), 2500ul pump, bulk solutions (a-35001280-02), valve, manifold, dispense 2 way (a-35002114-03) and valve, bypass, dispense manifold (a-30104239-03) were determined to be the likely causes of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module and the pump, bulk solution transfer (a-30111949-01), tubing, trigger reservoir out (a-30110024-02), tubing, trigger altitude valve block out (a-30110186-02), 2500ul pump, bulk solutions (a-35001280-02), valve, manifold, dispense 2 way (a-35002114-03) and valve, bypass, dispense manifold (a-30104239-03) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the pump, bulk solution transfer (a-30111949-01), tubing, trigger reservoir out (a-30110024-02), tubing, trigger altitude valve block out (a-30110186-02), 2500ul pump, bulk solutions (a-35001280-02), valve, manifold, dispense 2 way (a-35002114-03) and valve, bypass, dispense manifold (a-30104239-03) was identified.

Event description:
The customer observed imprecise patient results for multiple assays on the alinity I, serial number (B)(6), for multiple patients. The samples were repeated with the expected results. The following data was provided: sid assay 1. Result 2. Result units (B)(6) b12 354.9 127.5 pmol/l (B)(6) ca125 6.2 11.5 u/ml (B)(6) ft4 21.19 14.43 pmol/l. (B)(6) ft4 19.58 15.17 pmol/l. (B)(6) ft4 12.7 10.08 pmol/l. (B)(6) ft4 24.34 12.66 pmol/l. (B)(6) ft4 22.22 10.54 pmol/l. (B)(6) ft4 25.1 11.35 pmol/l. (B)(6) ft4 17.88 11.44 pmol/l. (B)(6) ft4 13.67 9.04 pmol/l. (B)(6) ft4 16.81 12.69 pmol/l. (B)(6) ft4 21.05 15.45 pmol/l. (B)(6) ft4 13.19 10.29 pmol/l. (B)(6) ft4 19.68 13.92 pmol/l. (B)(6) ft4 17.58 13.2 pmol/l. (B)(6) ft4 18.55 13.49 pmol/l. (B)(6) ft4 20.75 14.41 pmol/l. (B)(6) tsh 3.6294 6.2483 uiu/ml. (B)(6) tsh 0.5429 0.754 uiu/ml there was no impact to patient management reported.